Event description:
Paramedics responded to a pt in cardiac arrest. The pt was shocked twice at the scene and once during transport to the hosp. According to the rptr, following the last shock, the device's monitor screen blanked. Spare batteries were placed in the device but, according to the rptr, the device kept "resetting" and at every battery the operator switched to, it read "low battery." The pt's pulse returned upon arrival at the hosp and was resuscitated.